Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the implantable cardiac monitor (icm) exhibited undersensing, noise, and loss of contact. No intervention was made. The patient's status was unknown.